Event description:
A complaint was received from a visiting nurse. Nurse stated that they could not get the excel off brand reagent into the elite system and when nurse did the system would not activate. It was explained to the complainant that bayer does not provide or support the use of excel off brand reagent. While on the phone a review of the system was conducted. The elite system would not activate when attempting an electronic check. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.